Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a everflex entrust self-expanding stent and a spider fx during treatment of a calcified lesion in the patient¿s mid superficial femoral artery (sfa). Moderate vessel calcification and tortuosity and calcification are reported. Prior to use of stent atherectomy had been performed. IFU was followed. No damage was noted to the product packaging prior to use. No issues were noted when removing the device form the packaging. The device was prepped without issue. The device was not passed through a previously deployed stent. No resistance was noted during advancement. The stent was initially deployed halfway, then the physician observed that the deployment wheel was stuck because there was a portion of the red lock, that was not completely removed prior to stent deployment. The physician broke the stent handle in half, removed the residual red lock that was stuck in the deployment wheel. The physician then pin and pulled the device to completely deploy the stent. No patient injury reported.

Manufacturer narrative:
Additional information: the stent was successfully deployed in the intended location. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the device was returned with the red safety tab removed with the locking pin and tube assembly in 2 pieces, pulley wheel and thumbwheel removed from handle and a spider fx loaded in device. The device was returned with the shaft outside the handle and the pullwire still connected to the outer. There is biologics present in the spider fx basket. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.